Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-17062.

Manufacturer narrative:
Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #:(B)(6).

Event description:
Philips received a complaint from a manufacturer's product support engineer (pse), reporting the occurrence of a check vent: backup alarm failed error code: 1104 found in the event log of a v60 ventilator. The issue was identified during a service event; the device was not in clinical use. There was no report of harm. The pse evaluated the unit and replaced the cpu (central processing unit) board to prevent recurrence. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.